Event description:
It was reported that a patient underwent a radical hysterectomy procedure for a malignant tumor on an unknown date. The vaginal stump was closed with suture in the z-interrupted technique. Following the procedure, the patient had urine leakage for approximately two weeks. The urine leakage increased after about two weeks and an unknown test confirmed that the urine leakage was from the vaginal stump. The surgeon performed a cystoscope and found that there was a hole, which was about 1 to 2 millimeters in size in the bladder. In 2009, a laparotomy was performed to close the bladder perforation and a stent was placed to prevent the ureteric obstruction. It was found at the re-operation that vaginal stump had been sewn together with the bladder wall. After the stent was removed, the hole did not close up and the urine leakage did not stop for a while. The surgeon opines that the cause of this event was that the bladder was sewn together with vaginal stump, and that part of bladder necrosed by ischemic. Currently, the patient has left the hospital and is in stable condition.

Manufacturer narrative:
Date sent to the FDA: 11/06/2009. By the information provided, it can only be concluded that user's error caused this event. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device lot number associated with this event is not known. The international affiliated reports the following possible lot numbers: ap2295 and al2161. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.